Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, high power visual inspection of the pacing setscrews noted that there is a hex wrench tip broken off inside the right atrial (ra) ring setscrew. The ra ring capture washer is bent upwards and the setscrew is stuck up inside the capture washer. The right ventricular (rv) ring capture washer is also bent upwards and the rv ring setscrew is also stuck up inside its capture washer. Both ring setscrew hex slots are rounded. No irregularities were noted with the rv and ra tip setscrews or capture washers. In addition the header is loose on top of the device case and the feed through wires are broken. No medical adhesive was noted on the device case. Evidence indicates that the loose header was caused by external stress during the explant procedure. Laboratory analysis concluded that this header damage likely contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during the elective procedure to replace this device, difficulty was experienced loosening some of the setscrews. The caller reported that a torque wrench was broken during the efforts. No adverse patient effects were reported. A boston scientific technical services consultant discussed troubleshooting techniquest with the caller. While describing these options, the physician was able to loosen the set screws and was able to continue the case. No adverse patient effects were reported.